Event description:
A journal article was reviewed which contained information about this implantable cardioverter defibrillation (ICD) system. The patient presented to the emergency room (ER) after receiving three ICD shocks while at home watching television. The patient also complained of abdominal pain, nausea, vomiting, and diarrhea during the past few days. The patient had a history of alcoholism and recent binge-drinking. While in the hospital, the patient received additional inappropriate therapies while in sinus rhythm. There were no symptoms prior or following the shocks. Device interrogation showed t-wave oversensing. An echocardiogram revealed low ejection fraction, but no significant changes from the electrocardiogram obtained two years prior. Continued in other data.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inappropriate ICD shocks caused by t-wave oversensing due to acute alcohol intoxication." Pace pacing clin. Electrophysical. (B)(4) 2012; 35(9):e267-e271.